Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the moderately tortuous and non-calcified pulmonary vein. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during procedure, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported and the patient was in good condition.